Event description:
It was reported that during a drug eluting coronary stenting treatment procedure, the stent dislodged. The physician was unable to deploy the taxus express2 2.5 x 12 mm drug eluting stent across an 85% stenosed, mildly calcified unknown distal lesion. The lesion had not been predilated. While the physician was withdrawing the stent back into the guide catheter, resistance was noted. The physician tugged until the stent went back into the guide catheter. Upon removal of the system, the stent had caught on the valve of the y-adapter. No complications or injuries were reported, however, the vessel apparently was not stented. The pt status is reported as "good."